Manufacturer narrative:
Concomitant devices included: enterprise (enc452200/10416744), axcelguide (medikit, 6fr), chikai (asahi intecc, 0.014¿), cerulean dd6 (medikit, 6fr), excelsior sl-10 (stryker, 45°angled), okay (goodman). Multiple attempts to obtain the catalog and lot number were unsuccessful. The manufacture/expiration dates are unknown. Unknown part number, all 3 attempts to obtain product lot were unsuccessful, UDI is unavailable. Conclusion: the device was not available for analysis. In addition, the lot number could not be obtained; therefore, a DHR review could not be performed. The resistance between the enterprise and the prowler select plus could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, based on the information provided, vessel characteristics may have contributed to the event (heavy tortuosity and calcification at the vessel bifurcation. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports submitted for this event, with associated report numbers of 1058196-2016-00065 and 1058196-2016-00064.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a symptomatic, wide-necked aneurysm at the right middle cerebral artery, an enterprise (enc452200/10416744) was stuck in about 30cm from the distal end of the prowler select plus (lot unk) due to heavy tortuosity and calcification of the bifurcation of the internal carotid artery and the middle cerebral artery. The use of the enterprise was aborted, and after changing the microcatheter to a headway (terumo), a lvis jr. (Microvention/terumo) was deployed in the target site instead. The procedure was completed without further issues or delay. Neither the microcatheter nor the enterprise appeared damaged during use. There had been no difficulty advancing the prowler to the target aneurysm, and there had been no resistance between the guidewire and prowler. There were no patient injuries or complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products were discarded by the customer, and no further information was available.